Event description:
It was reported an embolization occurred. A 24mm watchman flx laa closure device was being used in a procedure. The device was deployed in the left atrial appendage (laa) and recaptured twice. When the physician positioned the device on the third attempt, the device self released from the core wire. The device remained attached to the laa in an extremely proximal position. The physician tried to recapture the device without success. The device embolized to the descending aorta and the patient was hemodynamically stable. The physician opted to attempt to implant a 20mm device into the laa without success and eventually aborted the case. At this point the physician gained arterial access and was successful at capturing the embolized device without difficulty using a retrieval tool. The patient remained stable throughout procedure and was admitted overnight and discharged the following day. There were no complications post procedure.